Event description:
Customer stated that when her daughter's blood glucose (bg) was 430 mg/dl, she did a correction insulin bolus of 9 units and within an hour her b/g was 380 mg/dl. Caller changed the pod, because they thought insulin was not being delivered. Caller activated a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.